Event description:
End-user reports that several of the pen needles from lot number 529910 will not allow the insulin to flow through.

Manufacturer narrative:
Initial trend analysis for lot 529910 was conducted, another complaint was found from the same lot. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Retained lot number 529910 was tested for blockage, flow rate and dose accuracy, no malfunction occured during testing phases. Although due to the amount of reports of blockage occuring the manufacturer speculates that a change in production to the lubrication final blow process can obtain an unobstructed needle tube for injections. The second blow process is currently under developemental stages before being added to production line.

Event description:
End-user reports that several of the pen needles from lot number 529910 will not allow the insulin to flow through.

Event description:
End-user reports that several of the pen needles from lot number 529910 will not allow the insulin to flow through.

Manufacturer narrative:
Retained lot number 529910 was tested for blockage, flow rate and dose accuracy, no malfunction occured during testing phases. Although due to the amount of reports of blockage occuring the manufacturer speculates that a change in production to the lubrication final blow process can obtain an unobstructed needle tube for injections. The second blow process is currently under developmental stages before being added to production line.